Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that the metal-ceramic crown was placed on (B)(6) 2020 and it got loose repeatedly, then screw was changed, nevertheless doctor reported loosening again. In (B)(6) 2025 a new metal, ceramic crown with tibase was made at doctor's expense. No patient impact was reported. The golden screw is included in the iestb31g bundle. This report refers to the first loosening event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie did not receive one (1) iunihg, (gold-tite abutment screw internal connection implant) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental : functional : loosening.¿) based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification/probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.